Event description:
Revision surgery - due to scar tissue.

Manufacturer narrative:
The reason for this revision surgery was identified as scar tissue after 1.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number, (B)(4) due to infection and (B)(4) due to instability. This is the first complaint for this lot number. The root cause for the scar tissue was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.